Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient received an urgent low reading on her cgm, so she started to drink some juice. The patient did not report any symptoms or checked their bg. The cgm kept on saying urgent low multiple times, so she took some glucagon. Sometime later, after the cgm still did not change, she performed a fingerstick and the readings on her bg was 507 mg/dl. The patient called 911 and upon arrival, her readings on bg was at 500 mg/dl. The treatment and management of hyperglycemia was not documented. The patient reported the sensor was removed and a new sensor was inserted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.